Manufacturer narrative:
Investigation: a device history record and complaint history record review was completed by our quality engineer team for provided material number 382544 and lot number 4046221. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification and this is the first complaint for this lot with the reported issues. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc partial needle retraction resulting in septum damage. The following information was provided by the initial reporter: after team member started intra venous and pushed the safety mechanism to retract the needle, it retracted some but not all the way. Team member had to tug the needle to get it loss, safety concern for needle stick. Also broke the one way valve causes blood to flow out of the fresh catheter. 5 jul. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 05-25-2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm.